Manufacturer narrative:
Literature reference: doi.org/10.1016/j.jjcc.2019.09.004. If information is provided in the future, a supplemental report will be issued.

Event description:
The aim of this study was to examine the long-term prognosis after pci in hemodialysis patients implanted with second-generation drug-eluting stents (des). 270 patients who underwent pci between january 2010 and july 2015 were included in this retrospective single-center study. The patients were divided into two groups: long lesion group and the non-long lesion group. Resolute integrity and resolute endeavor rx coronary zotarolimus-eluting stents were amongst a number of dess implanted in the population. The remaining patients were implanted with 6 other non-medtronic dess. Dual antiplatelet therapy was given to the hemodialysis patients for at least 6 months after stent implantation. The patients were assessed for a median follow-up period of 2.7 years. Targeted lesions included the lmt, lad, lcx, rca and sbg graft. Clinical outcomes reported in the study population included non-cardiac death, cardiac death, non-fatal myocardial infarction, non-fatal stroke, target lesion revascularization (tlr) and stent thrombosis. Cardiac deaths were noted to have been caused by myocardial infarction, malignant arrhythmia and heart failure and non-cardiac deaths were noted to have been caused by fatal bleeding, malignancy, infection and others.